Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic evaluation of returned device revealed that the delivery wire was bent, probably due to handling. In addition, the main coil was broken at the detachment zone and at mid section, it was also kinked and stretched, and the suture was damaged. The functional test could not be performed due to the condition of the returned coil. Information available indicated that the customer had confirmed that the target coil was observed to be in good condition prior to use. Furthermore, the coil encountered resistance during advancement and it could not exit the microcatheter; therefore, it was removed and it stretched during removal. It is possible, that the main coil became jammed in the microcatheter during advancement due to some anatomical / procedural factor contributing to the main coil break as well as additional damages observed during analysis. Therefore, based on all available information and device analysis operational context was assigned to the investigation.

Event description:
Analysis of the returned product revealed that the main coil was broken . There were no clinical consequences to the patient due to this event.